Event description:
The infusion pump was programmed to infuse at 66 ml per hour. The potassium chloride infused the total amount in 15 minutes. Upon investigation of the biomedical department, the backflow preventer on the primary tubing set was not operating correctly. Approximately 6.5 ml of the potassium chloride secondary infusion was delivered to the patient, and the remaining fluid emptied into the primary bag.